Event description:
While troubleshooting a leak the field service engineer (fse) found the unicel dxh 800 cellular analysis system was failing backgrounds for hemoglobin (hgb). Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/25/2015. The fse found that the hgb backgrounds were failing and that the hgb chamber was cloudy. The fse replaced the hgb chamber, which repaired the failing backgrounds. The repairs were verified per established procedures. (B)(4).